Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent elevated blood glucose (bg) levels that ranged between 484-590 mg/dl; cause was unknown. Elevated bg levels were addressed via administering manual injections. Customer was instructed to consult with their healthcare provider.